Event description:
It was reported that the patient underwent device explant surgery due to a lack of symptom improvement. Prior to explant, the patient experienced no stimulation sensation for several months and reported worsening urinary symptoms, including frequency and leakage. The remote consistently displayed solid red lights across multiple programs and attempts to switch programs or increase stimulation were unsuccessful. The patient was informed that open impedances were present and that therapy was not active, which was the likely cause of reduced effectiveness. An in-office evaluation for impedance and error checks was recommended; however, the patient elected to proceed with device removal and declined revision.

Manufacturer narrative:
Product code (d2b) - additional product code qon. UDI for concomitant product, neurostimulator: (B)(4). Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that the patient underwent device explant surgery due to a lack of symptom improvement. Prior to explant, the patient experienced no stimulation sensation for several months and reported worsening urinary symptoms, including frequency and leakage. The remote consistently displayed solid red lights across multiple programs and attempts to switch programs or increase stimulation were unsuccessful. The patient was informed that open impedances were present and that therapy was not active, which was the likely cause of reduced effectiveness. An in-office evaluation for impedance and error checks was recommended; however, the patient elected to proceed with device removal and declined revision.

Manufacturer narrative:
Product code (d2b) - additional product code qon. UDI for concomitant product, neurostimulator: (B)(4). Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. A device was not returned resulting in an inability to analyze the device and identify if a malfunction occurred. Based on the information available, it cannot be confirmed what the cause was. Based on the DHR, the device was confirmed to meet specifications prior to shipment therefore concluding manufacturing was not related to the reported event. If the further information is received the investigation will be re-opened. Without a returned product available for analysis and based on this investigation, a clear probable cause for the event cannot be established; therefore, the conclusion code of cause not established has been chosen.

Event description:
It was reported that the patient with this neurostimulator experienced no sensation for several months. A red light was observed on the remote across both programs, and switching from program 1 to program 2 was unsuccessful. The patient was advised to follow up with a urologist. The patient's symptoms had returned, including frequent urination and leakage. The device continued to display a solid red light. Attempts to switch between programs 1 and 2 were unsuccessful, as both showed red lights and stimulation could not be increased. No further troubleshooting was performed over the phone; the patient was advised to schedule an in-office visit for impedance and error checks. The patient underwent an explant surgery. There were no additional complications reported.

Manufacturer narrative:
Additional product code: qon. Additional premarket/510k: p190006.